Event description:
It was reported that this right ventricular (rv) lead presented noisy signals, high capture threshold measurements and high out of range impedance measurements, which were attributed to a fracture, so it was capped and surgically abandoned. Fluoroscopy and x-ray imaging were used but no fracture was able to be confirmed. A new device was implanted. No additional patient effects were reported.